Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(4). Investigation summary: customer reported the burette cracked and returned a photo of the failure, which verified the complaint. There was no physical sample returned. A device history record review for model 2441-0007 lot number 20077276 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Without a sample a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: customer reported the burette cracked and returned a photo of the failure, which verified the complaint. There was no physical sample returned. Without a sample a root cause could not be determined.

Event description:
It was reported that the gem v/nv mc 4ss 60dp dehp free experienced cracks/microchannel issues and leakage. The following information was provided by the initial reporter: material #: 2441-0007, batch/lot #: 20077276. It was reported that the burette set cracked while infusing medication which resulted in leakage.